Manufacturer narrative:
This device remains implanted and in service, therefore technical analysis cannot be conducted. Without a returned device it is not possible to definitively confirm how the device may have contributed to the complaint incident. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead, exhibited high out of ranging pacing impedance greater than 2,000 ohms, for approximately one year. A technical service consultant reviewed the device data recommending lead integrity testing, a x-ray to confirm lead placement and to monitor patient with home monitoring. The device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. The associated investigation determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection. Engineering analysis and testing of returned products identified that any repeated, small movements of the lead terminal ring can create wearing of the lead terminal ring and generate microscopic particles, which may accumulate and oxidize over time. This can impact the connection between the spring contact and the lead ring, resulting in intermittent changes in impedance measurements.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) and a non-boston scientific right atrial (ra) lead, exhibited high out of ranging pacing impedance greater than 2,000 ohms, for approximately one year. A technical service consultant reviewed the device data recommending lead integrity testing, a x-ray to confirm lead placement and to monitor patient with home monitoring. The device remains in service. No adverse patient effects were reported.